Event description:
Patient came to ir for g tube evaluation. Ir physician scanned patient and discovered the balloon for the g tube was ruptured. Patient recently had g tube placed (B)(6) 2021 with no issues, in the interim somehow the balloon was expanded beyond recommended inflation and was ruptured. Unable to replace g tube due to the fresh tract of recent placement. Patient brought back to ir on (B)(6) 2021 for replacement of g tube g-tube balloon rupture that allowed tube feeds to leak into abdominal cavity. FDA safety report ID# (B)(4).